Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noticed many drawers were not detected on the bus. The issue persisted even after the technician restarted the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on med station. A field service engineer (fse) power off the pyxis machine, then change main and auxiliary bus cable, then reseated all cables. After that power was on and it worked successfully. The system functioned as intended after the field service engineer repaired the device.